Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check supply line alarm during the prime on the homechoice machine(hc). The home patient(hp) stated he changed out the cassette and reused the bags. The technical service representative(tsr) advised the hp to avoid disconnecting and reconnecting bags. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated incident. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps was confirmed; however, the assignable cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.